Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. Customer tried rebooting the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 5 was failed. A field service engineer (fse) found that in enterprise server (es) drawers 5.1 and 5.2 missing, launched test software where drawer 5.1 appeared except row e was greyed out indicating a memory issue. So, the fse manually removed cubie pockets from row e while the station was off, noted all pockets missing in drawer 5.2, pulled and reseated cables, and after reboot confirmed all pockets returned in both drawers. The fse also tested drawer with test software and had the customer inventory both drawers successfully. The system functioned as intended after the field service engineer repaired the device.